Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving a calcode issue. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication. The calcode issue began one month ago prior to contacting lfs. The pt did not take any action at the time of concern. Reportedly, one month earlier, the pt was hospitalized and received insulin treatment for an unspecified high reading obtained on the hospital meter. The pt did not develop any symptoms. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the pt's diagnose and treatment at the hospital, why the pt was treated with insulin, and what blood glucose readings the pt obtained during her hospitalization. During troubleshooting, the product issue was not resolved with training. This complaint is being reported because the pt claimed she received medication treatment that can be suggestive for hyperglycemia while using the lfs products during one month in 2009. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.